Event description:
The patient reported that sometimes when lifting his shirt up, the v-go gets stuck to the shirt and falls off. The patient stated that there were other times where the bottom of the adhesive strip completely folded under itself. The patient stated that the needle does not stay stuck in patient skin and the skin gets a bad odor from the insulin. The patient stated that he has not been using an alcohol swab prior to applying the v-go.